Event description:
Customer blood glucose readings = 200-300's mg/dl. Customer is gestational diabetic - 36 weeks. Customer in for routine dr appointment. Dr admitted pt to hosp for observation based on home device readings. Hosp blood glucose readings have been under 150 mg/dl. Hosp meter = 114mg/dl & 78mg/dl. Customer meter = 222mg/dl & 208mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.